Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the pt had a 2.5x15 mini vision deployed in the proximal left anterior descending artery (lad). There was 95% pre stenosis and 0% post stenosis in the stented segment. The pt urgently returned to the cath lab due to EKG changes and abdominal enzymes which were suggestive of an anterior myocardial infarction (mi). There was a 95% stenosis proximal to the mini vision stent previously deployed with plaque rupture (shift) and thrombus in the distal lad. The mini vision stent was patent. A non-abbott balloon catheter was put down to treat the distal lad; however, a dissection was noted post balloon dilatation. Three xience v stents were deployed (3.0x12 in proximal lad, 3.0x12 in the mid lad and a 2.5x23 in the distal lad. There was much difficulty due to the calcification and tortuosity of the vessel. At the end of the procedure there was no residual stenosis in the proximal to mid lad. The distal lad had timi 3 flow with a grade a dissection. The pt was administered reopro for 18 hrs post procedure. The pt was discharged on (B)(6) 2010. No additional info was provided.